Event description:
It was reported that during implant procedure the competitor guidewire became difficult to maneuver within the lead and eventually became stuck. It required a lot of force to remove the wire from the lead. A new wire was used but was unsuccessful, even after flushing the lead. The lead was not used and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.3 cm without a guidewire. The damage found was sustained during the surgical procedure. No anomalies were found.